Manufacturer narrative:
An ez way rep visited the facility to investigate and examine the lift and sling. The device was found to be in good condition. The incident occurred because only 3 of the 4 sling loops were hooked to the lift. The ez way rep reviewed sling sizing and placement procedures and offered training.

Event description:
Two cnas were transferring a woman with a lift and the pt fell backwards out of the sling and sustained a neck injury and cerebral bleeding. The sling loop near the pt's back right shoulder was not hooked on the sling hanger, causing her to fall out of the sling.